Manufacturer narrative:
Investigation result of manufacturing process the product concerned is manufactured as per the following flow by being conveyed in the automated equipment. Fill the sealed bags with solution connect the sampling arm and the filter assembly transfer the bag sets on the sterilization tray and conduct autoclave sterilization after sterilization, coil the tubing and put three bag sets in one blister tray by the operatorpack the blister tray by sealing the top film with heat concerning the leukocyte reduction filter, six filter media are stacked, punched, and incorporated into the soft housing. To ensure leukoreduction performance and to prevent the filter from occlusion and hemolysis, the specifications for the following parameters have been set and controlled. Only the filter media that have conformed to the specifications are integrated into the filter. Parameters to be controlled for filter media particulate removal rate when the particulate removal rate is high, the pores of the filter media are likely to be minute and may cause occlusion and hemolysis. In other words, the pores tend to be rough when the rate is low. If the pore is relatively rough, it may cause an elevated residual wbc count (leukoreduction failure). Cationization level. The surface of the third through sixth filter media is cationized in order to trap white blood cells more effectively. If the cationization level is high, white blood cells and platelets are likely to be more adsorptive and it causes longer filtration time or clogging. In other words, if the level is too low, white blood cells cannot be fully adsorbed and it is likely to cause leukoreduction failure. In addition, the average cationization level is also a control parameter of the cationized filter media, and we confirm that the average cationization level of the filter media integrated into the filter meets the criteria prior to assembling. Investigation result of testing and inspection record we reviewed the records of testing and inspections for the lot number in question, and no abnormalities were observed in the measured volume of the blood preservative solution or in the quantitative assay results of its compositional components. All results were within specifications. Root cause: based on the investigation above, abnormalities were not identified in the records of manufacturing, testing or inspections for the lot number in question, and it was confirmed that the product concerned was manufactured as usual. It is inferred that the occurrence of hemolysis attributed to this product may have been caused by ¿pressure load on the filter media¿*; however, the exact cause of this issue could not be clearly identified. We sincerely apologize for the inconvenience, but we would appreciate it if you could ensure thorough mixing by gently inverting the bag prior to filtration. * : when filter clogging occurs due to blood aggregates or highly viscous blood, the filtration time may be extended, and it may result in physical pressure applied to red blood cells and may lead to hemolysis. If any abnormalities such as discoloration are observed in the blood after filtration, we kindly ask that you discontinue use. We sincerely apologize for the inconvenience, and we would appreciate it if you could use the set by allowing the blood to stand after collection and thoroughly mixing by gently inverting the bag prior to filtration.

Event description:
The customer reported that hemolysis (orange/red in color) was noted in the plasma after centrifugation of the whole blood. Patient information and outcome are unknown at this time. Terumo bct is awaiting return of the collection set for evaluation. The hemolyzed plasma was discarded, therefore, no patient information is available.